Event description:
The following was reported to hamilton medical ag: at the start-up, the ventilator device alarmed for multiple technical failures and switched into ambient state. At later start-ups the device alarmed. For 'voltageoutoftolerance' following various high priority alarms displaying errors. Related to pneumatic / electronic components failure and failed the self-test. Replacement of control board rectified this problem. The alarm was observable both visually and through hearing. There is no patient involvement reported to hamilton. Their is no need for medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.